Event description:
It has been reported to philips that the system did not boot up successfully. The system successfully booted up after third try. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has communicated with the customer and confirmed that the issue with fd20. Customer has not responded on the reported issue. Hence no service was provided by philips. . To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.